Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Device was implanted on an unknown date in 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had a reconstruction with the titanium sternal fixation system in 2011, with a pre-operative infection prior to the reconstruction and was a very large patient. Patient was in a lot of pain post-operatively. She still has the plates and screws in place 2 years post op. One of the emergency pins had come out of one of the plates. Reportedly the surgeon was not concerned as the plates have done their job effectively. The plates and screws are still in the patient. Reference complaint (B)(4) for the backed out screw. This report is for an unknown plate. This is report 2 of 2 for complaint (B)(4) for patient pain.